Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue could not be duplicated, and the rear labels were found fading. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a no image issue while using a camera head during a procedure. No patient harm or injuries have been reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Though during device inspection, the phenomenon was not duplicated, the phenomenon at the user facility likely occurred because communication between the processor and the camera head was impossible temporarily due to a partial break in the cable. This break is considered to have been caused by user handling. Regarding the cable damage, the instructions for use identifies the following verbiage, which potentially makes the phenomenon preventable: - do not coil the camera cable with a diameter of less than 20cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. Per the legal manufacturer, the other issue identified in the initial report (rear labels found fading) has no potential to cause or contribute to death or serious injury if it was to recur.